Event description:
The account alleges that during an interventional peripheral vascular procedure, a catheter became stuck during manipulations. During a catheter exchange otw, under fluoroscopy, the tip detached within the patient. The physician used a vascular snare device to successfully externalize the foreign body liberating the patient's vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.